Event description:
Graft was implanted for an aorto-bifemoral bypass graft. The graft was then observed to leak an unk quantity of blood from the crotch. The leakage was stopped with one suture. The graft was left in. The pt's condition is fine.